Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event is unknown and was reported as (B)(6) 2015 in error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal of a previously implanted retrograde/antegrade femoral nail (rafn) was performed to create the space needed to repair the hip with a competitor¿s hip system. The patient fell on an unknown date and had fractured the hip. The rafn was originally used for a distal femur fracture on an unknown date. The femur fracture had healed and synthes implants were explanted only to create the space for the hip system. However, a proximal locking screw was found broken but there were no adverse experience related to that. A part of broken locking screw was left in the bone as the surgeon did not see any reason to remove it. The remaining part of broken locking screw was removed along with one rafn, one end cap, one locking screw and one spiral blade. The sales consultant has not heard anything negative related to patient outcome. There was no surgical delay and the procedure was completed successfully without any additional intervention. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information unavailable. Implant date unknown. This report is for one unknown screw/unknown lot number. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.